Event description:
Removal of endosseous dental implant. Implant was 1 of 3 placed in class ii bone during a complex procedure in which the implant in site #5 was placed in an immediate extraction socket with an autogenous bone graft. This implant was removed 5 months post-op. The clinician suspects that residual bacteria in the site from the tooth may have led to the failure.